Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 12 am for going into a diabetic coma with a low blood glucose level of 20 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated they may have had too much insulin that caused the low blood glucose. However, the customer mentioned that their insulin pump works as designed and they do not think the event was cased by their pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.